Event description:
An alarm issue was reported with the adc device, with use with an android galaxy a33 5g phone with android operating system version 13. The customer obtained a signal loss alarm and was unable to receive glucose alarms. The customer experienced symptoms of sweating and trembling, requiring treatment of oral glucose provided by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. The most probable root causes associated with this failure mode are software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. Extended investigation has been performed for the reported complaint and there was no indication that the freestyle libre 3 application did not meet specification. Using a similar device configuration, complaint was not able to be reproduced. Therefore, this issue is not confirmed. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device, with use with an android galaxy a33 5g phone with android operating system version 13. The customer obtained a signal loss alarm and was unable to receive glucose alarms. The customer experienced symptoms of sweating and trembling, requiring treatment of oral glucose provided by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.